Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm inaccuracy 4 days after the sensor was inserted into the arm. On (B)(6) 2024, around 8:30am, the patient was asleep and had a seizure. The patient¿s cgm was reading 300 mg/dl and the bg meter was reading 40 mg/dl. The patient¿s mother took her to the emergency room (ER). At the ER, the patient was treated with IV "glucose fluid". The patient also began vomiting in the ER. The patient was discharged home around 2pm the same day. The patient was okay at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.